Event description:
It was reported that the user¿s ilet pump battery depleted and, after remaining off the pump for the day, the user experienced difficulty completing a supply change and loading a new cartridge until assisted with proper unlock and rewind steps. Symptoms included elevated blood glucose to 401 mg/dl attributed to time off insulin delivery. Outcomes included user education and successful completion of the supply change with continued use of therapy. Investigation included troubleshooting guidance provided by support. Investigation of this case revealed user difficulty with the cartridge change process, likely related to missed rewind and handling challenges due to arthritis, with the device functioning as designed once correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.